Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: after a CT abdo with contrast scan one of the grey hubs at the end of the ports on the cvc where contrast administered was blown out and detached. The port was clamped immediately. Cvc removed. Inserted new pvc for the patient. There was no other harm or health consequence to the patient.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: after a CT abdo with contrast scan one of the grey hubs at the end of the ports on the cvc where contrast administered was blown out and detached. The port was clamped immediately. Cvc removed. Inserted new pvc for the patient. There was no other harm or health consequence to the patient.

Event description:
It was reported that: after a CT abdo with contrast scan one of the grey hubs at the end of the ports on the cvc where contrast administered was blown out and detached. The port was clamped immediately. Cvc removed. Inserted new pvc for the patient. There was no other harm or health consequence to the patient.

Manufacturer narrative:
Qn#(B)(4).